Event description:
During a therapeutic ureteroscopy, pieces of this graspit broke off in the patient. A gemini basket was used to retrieve the particles. The procedure was compelted successfully with another device, with no patient complications.